Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device. A low readings issue was reported with the abbott diabetes care (adc) device. The customer received low readings of 50 mg/dl or 60 mg/dl on the adc device compared to readings of 100-120 mg/dl on an unspecified meter. It is unknown whether the customer noted a trend arrow on the device. The customer reported that due to the low readings the device "alarmed every 30 minutes day and night that blood sugar was low and rejected every fingerstick reading." There was no report of self-treatment or third-party treatment involved with the reported issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.